Event description:
It was reported that while retracting the fox plus after successful deflation of the balloon the device became stuck inside the non-abbott sheath. The procedure was almost completed so the fox plus was removed together with the sheath as one unit. There was no clinically significant delay in procedure and no adverse patient effects. The physician commented that the quality of the non-abbott sheath is not as good as it used to be. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning for analysis, but is not returning as it was discarded at the account. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency.